Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, experienced a drawer issue. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to the installation of pockets and roll boards. A field service engineer provided remote support to guide through logging into admin mode using hardware test application. The issue was resolved by removing and reinstalling the pockets and roll boards. The system functioned as intended after the field service engineer assisted the device.